Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device noted the distal tip to be bent. Dimensional inspection were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07493. It was reported that burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ burr, rotawire¿, and emerge device were selected for use. During the procedure, when an emerge device was unable to cross the lesion, ablation was then performed using the rotalink¿ burr and rotawire¿. During introduction, it was noted that severe resistance was encountered when advancing inside the guiding catheter. Furthermore, the burr was unable to enter. After the device was removed from the patient, it was observed that the burr was stuck on the rotawire when it was removed outside the patient's body. The procedure was completed with another of the same rotawire¿and using the same burr. No patient complications were reported.